Event description:
The pt quadraplegic, was being transferred by 2 staff members, using a sheet transfer, from a hospital bed to the apc chair when the pt's arm fell to the side. Staff member leaned over to secure arm. Because of their size, staff had their knee braced up on chair, accidentally hit the brake release on the apc chair, which then separated from the hospital bed and the pt fell through, striking their head on the floor. Pt was alert for some time, then slipped into unconsciousness and never recovered. Pt died at hospital.